Manufacturer narrative:
D10: concomitant devices: 188-00-04 - wedge plasma s/o sz 4. 180-65-25 - alteon 6.5mm screw, 25mm. 130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups. 180-01-50 - nv crown cup clstr hole 50mm group 1. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported by the legal brief that approximately 100 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear with signs of oxidation/yellow discoloration, pitting, cracking and delamination of the poly, osteolysis, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-02265. 1038671-2024-02268. Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-02265 and 1038671-2024-02268.